Event description:
Case description: concomitant products included - mixtard ((insulin human, insulin isophane)) suspension for injection, 100 iu/ml, concor(bisoprolol fumarate), milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride), calcium colseros and angosmof (non-codable). Investigational result: name: novopen batch number: bvg1864 the product was not returned for examination. The reported batch number was not valid.no conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission the case has been updated with following information: mixtard updated to concomitant medication investigation result added imdrf codes added narrative updated accordingly. Final manufacturer's comment: 26-sep-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information, it is not possible to identify a clear root cause in relation to functionality of novopen 4. However, incorrect handling of device such as storing the device with needle attached between injections can affect the functionality of device. Additionally, patient was using click sound to estimate the dose of medication which is not recommended. H3 continued: evaluation summary name: novopen batch number:bvg1864 the product was not returned for examination. The reported batch number was not valid.no conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.

Event description:
Case description: current condition: diabetes, hypertension, vision problems, cataract, heart problems, heartbeat, lipids abnormal historical condition: pregnancy 3 times procedure: eye surgeries, hospitalization, calcium supplementation, vitamin supplementation. Batch numbers: novopen 4: bvg1864 mixtard 30 hm penfill: lr79836, lr79836, lr79836. Action taken to mixtard 30 hm penfill was reported as no change. Since last submission the case has been updated with following information: mixtard was removed as suspect; narrative was updated accordingly. On 29-aug-2023 upon follow up suspect mixtard was cancelled but due to submission failure the suspect mixatrd was retained and will remove once the case was submitted. References included: reference type: e2b linked report reference ID#: eg-novoprod-1091993 reference notes: similar patient reference type: e2b linked report reference ID#: eg-novoprod-1097234 reference notes: same patient reference type: e2b company number reference ID#: eg-novoprod-1097262 reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00113 reference notes: medwatch 3500a MFR. Report number preliminary manufacturer's comment: 04-sep-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Incorrect handling of device such as storing the device with needle attached between injections can affect the functionality of device. Additionally, patient was using click sound to estimate the dose of medication which is not recommended.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia], novopen didn't inject insulin [device failure], needle attached to the pen in between injections [product storage error], dialling clicks to estimate the dose of the product [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "novopen didn't inject insulin(device failure)" with an unspecified onset date, "needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human) (dose, frequency & route used- 110 iu, qd (70 u , 40 u in hospital), subcutaneous, regimen#2: 70 iu, qd, subcutaneous lr79836 10/31/2023 and regimen#3: 75 iu, qd(45iu am +30 iu) subcutaneous, ongoing lr79836 10/31/2023) from unknown start date and ongoing for "diabetes". Patient's weight: 100 kg. Patient's height and body mass index (bmi) were not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes(since 27years ago after her 1st pregnancy, type of diabetes not reported), hypertension, vision problems, cataract, heart problems, heartbeat, lipids abnormal obstetric history: pregnancy 3 times procedure: eye surgeries, hospitalization, calcium supplementation, vitamin supplementation. Concomitant products included - concor(bisoprolol fumarate), milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride), calcium, colseros and angosmof (non-codable). The patient started using mixtard penfill from 3-4 years ago and ongoing. On an unknown date, patient complained that novopen use with mixtard and didn't inject insulin. The patient had hyperglycemia with blood glucose(blood glucose) of 575-585 (units not reported) at the time of technical complaint. Pen training was offered and during it, the mechanical part and the piston rod moved normally by adjusting the dose counter to 60u and press the dose button. The counter stopped (there was a resistance) then patient was asked to return the dose counter back to zero. The penfill was inserted in the cartridge holder and to close the pen parts by rotating the cartridge holder inside the mechanical parts. By adding old penfill, she was asked to rotate the dose counter to 60u and press the dose button without adding the needle several times till the dose counter stop to remove any gap between the piston rod head and the penfill rubber, the dose counter stopped at 26u, by adding the needle, the pen did not inject insulin (4u) and the dose counter stopped and didn't move, so she was informed that this needle was blocked. By confirmation the added penfill contains only 30u, so she was asked to add another new penfill. By adding a new penfill and the needle the pen did not inject insulin (4u). Patient in general reuse the needles used it for twice, needle attached to the pen in between injections, force needed to inject feel different from normal sometimes easier. The dialing clicks to estimate the dose of the product is used. The patient has been trained by a health care professional in the use of the novopen, the pen fall before the technical compliant along time twice and it was working normal. Needle attached to the pen in a 180-degree angle, the insulin in use is preserved in refrigerator. Batch numbers: novopen 4: bvg1864, mixtard 30 hm penfill: lr79836. Action taken to mixtard 30 hm penfill was reported as no change. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "novopen didn't inject insulin(device failure)" was not reported. The outcome for the event "needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "dialling clicks to estimate the dose of the product(wrong technique in product usage process)" was not reported. References included: reference type: e2b linked report, reference ID#: (B)(4), reference notes: similar patient, reference type: e2b linked report, reference ID#: eg-novoprod-1097234, reference notes: same patient, reference ID#: (B)(4).